Event description:
It was reported the pt's ((B)(6)) ipg was explanted and replaced due to an increased recharge burden. This issue reportedly progressed over time and prior to the explant the pt was recharging the ipg at least once per day. Since the procedure, the pt's recharge intervals are now every 12 days.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.